Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen did not display an image, and the motor drive was not functioning. The procedure was not completed due to this event. No patient complications were reported.